Event description:
A malfunction alarm was reported by the customer, indicated by malfunction code 9. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears.